Event description:
Boston scientific received information that this patient had a lead revision performed sixteen days post implant. It was not specified why or which lead was revised. The patient expired one month later, however the patients death was not linked to the lead's performance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.